Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the implanted device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, revision surgery was performed (date not reported) to correct the device position. The implanted device remains. This report is filed may 9, 2016.